Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on approximately (B)(6) 2014, patient experienced a rash and missing pigment in skin around the off-label insertion site. Patient asked for medical advice and a reference. Patient was advised to seek the guidance of a doctor. No medical intervention was required.